Event description:
Patient had an active urinary track infection (uti) and that was the reason why their numbers are off. Patient was given antibiotics by their doctor today. Patient had a kidney infection. Patient got this after the evaluation had started. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.